Event description:
It was reported that during a pulsed field ablation procedure, the slide control on the catheter got stuck when trying to advance it forward, bring it into the sheath, and remove it from the left atrium. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot 0012615959 and data files were returned and analyzed. The log files were analyzed for the event date. The log files did not show any system error on the reported event date. Visual inspection was performed, the catheter appeared intact without any visible issues. The shape of the capture device was unremarkable with no atypical features, and the slide control function was stuck.the catheter was connected to the test cic (catheter interface cable) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was performed. The steering function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical co ntinuity revealed intact electrode wires without any detachment or breakage. The x-ray imaging revealed that there were entangled wires along the shaft near the dual lumen area. In conclusion, the reported issue "slide control stuck" could not be assessed through data analysis. The catheter failed the returned product inspection due to entangles wires along the shaft, and due to a stuck slide control. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.